Event description:
Patient reported "implant flipping", "hard", "rock solid", "lumps in breast" and after consultations "capsular contracture"(unknown baker grade). Patient further reports 1 large cyst is not device related. And two smaller ones in the left breast. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant flipping, hard, rock solid, lumps in breast, cyst, capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Healthcare professional additionally reported "painful lump in left breast" and updated left capsular contracture to baker grade IV.

Event description:
Patient reported "implant flipping", "hard", "rock solid", "lumps in breast" and after consultations "capsular contracture baker grade unknown." Patient further reports 1 large cyst is not device related, and two smaller ones in the left breast. Healthcare professional additionally reported "painful lump in left breast" and capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event capsular contracture, flipping, cyst-ndr and pain was reviewed on april 11, 2023. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Flipping: unable to observe as it is a medical event that is not related to the device. Cyst -ndr: not applicable as the event is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.